Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the patient had critical replogle on suction for esophageal atresia. A kink and crack were noted to the replogle . They are unsure if it was a product quality issue. The tube may have had a weak spot that would kink if not held straight.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no photos or physical samples received for investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations. Based on all available information we were unable to confirm the reported condition or determine the root cause.. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.